Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a hole in the inner shaft 48mm from the tip. The device was functionally tested with a .014" guidewire. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced for trapping. However, on the first infltion at 0 atmospheres, the balloon could not inflate. After removal, a hole was noted on the distal tip of the balloon. No patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the left anterior descending artery. A 2.00mm x 15mm emerge balloon catheter was advanced over a wire to be used for trapping. However, during initial inflation, the balloon would not hold pressure. The device was removed and when inflation was attempted again outside the patient's body, a pinhole was noticed on the distal tip of the balloon. The procedure was completed with a new balloon. No patient complications were reported.